Manufacturer narrative:
(B)(4). Method: the device was reported not to be returning; therefore, no testing methods were performed. A lot number was requested however, not provided. Without the lot number, a review of the device history record (DHR) could not be conducted. Results: as a device was not available for an evaluation, no methods were performed and results cannot be obtained. Conclusion: no conclusion can be drawn. Additional information has been requested, however, not yet received. The event date, lot number and additional information regarding usage of the device related to fill volume and start and stop times of the infusion was unavailable at the time of this report. If additional information pertinent to this complaint is received, halyard will file a follow-up report.

Event description:
{Please reference 2026095-2016-0007, (B)(6)}. Pump 2 of 2: it was reported by our foreign distributor that an infusion completed within 15 or 17 minutes, instead of the expected 30 minutes. There was no patient consequence, nor patient information reported and the devices were not kept for analysis. The date of event was unavailable.